Manufacturer narrative:
(B)(4). Batch # l92j1j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip broke during pre-run test. The broken piece was found on the floor. There is no report on patient's injury.